Manufacturer narrative:
(B)(4). Patient information incomplete but a good faith effort is in progress to obtain incomplete patient information from the customer.

Event description:
Approximately 8 minutes into an ent case the surgeon identified that the wire on the device tip had broken but the wire was still attached on one side of the device housing. The generator was being utilized on coag 6. The suction coag tip was used to complete the case. There was no patient impact and the patient was reported to be doing well.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.